Manufacturer narrative:
Reference#: (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported patient had undergone endosono procedure with the use of a sharkcore needle on (B)(6) 2016. The patient was punctured. There was no bleeding near the puncture of the pancreatic head. Patient showed signs of pancreatitis, which was previously unknown. Physician believes that the puncture induced an acute flare of the prior unknown chronic pancreatitis. The lesion, now known to be an inhomogeneity of the parenchyma in chronic pancreatitis, was in the lower part of the pancreatic head, physician used the transduodenal approach. Physician made 3 passes of the needle. There was no sign of any complication during or directly after the procedure. Patient passed away on (B)(6) 2016. The autopsy revealed: severe systemic aspergillus septicemia from a prior lung fungus, leading to death.